Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) pacing impedance measurements have been gradually rising. At a recent check pacing impedance measured almost 2000 ohms, on the right ventricular channel. The crt-p is due to be changed out in the next 3 to 6 months and the lead may be changed at that time. No adverse patient effects were reported.